Event description:
(B)(4) warehouse performed inventory inspection and found one dura star balloon with foreign matter inside the sterilized pouch. The black foreign matter was movable. Outer product box and sterilized pouch were intact, and the seals of the pouch were not opened. There were no anomalies except for the foreign matter. It was clinically used. It was not re-packaged or re-sterilized.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Manufacturer narrative:
During inventory inspection, a moveable blade foreign particle was found inside the pouch of a firestar ptca balloon catheter. The sterile seals remained intact. The product was not used and no patient injury occurred. The product was not returned for analysis. Photos of the foreign were returned. The product was not returned for analysis. Photos of the foreign were returned. These do show the black particulate in the pouch. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint is considered confirmed from the returned photographs. Actions have been opened to address the issue.